Event description:
It was reported that an elastomeric pump had particulate matter built up in the reservoir. The device was filled with the drug ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 22, 2014 to september 25. Evaluation summary: the sample was returned for evaluation. A visual inspection identified a white particle, approximately 1.51 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate was acrylic. The cause of the particulate could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.